Event description:
The account alleged the bed exit alarms are not functioning properly. The nurses alleged the bed is not sending a nurse call.

Manufacturer narrative:
The tech found the bed exit functions were working, but you could not hear the alarm. He found the bed exit cable on the side rail was loose/disconnected causing the alarm not to go off. He reconnected the cable to repair the bed.